Event description:
After an angiogram and deployment of a 6f angio-seal vip in a right femoral arteriotomy, the patient had diminished pulse in his right foot. Echocardiography revealed diminished blood flow at the popliteal artery. The patient underwent surgery. The device was removed and blood flow was restored. The patient was doing well post-operatively and discharged with no further complications.

Manufacturer narrative:
(B)(4). Evaluation summary: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.